Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen touchscreen is unresponsive and cracked. It was also reported that the charging port is damaged. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up and no additional information was able to be obtained.